Manufacturer narrative:
D4: lot #: the reported lot was 2402016; however, this lot number is not recognized by baxter. The device was not returned and the valid lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that some drops of blood leaked at the connection between an unspecified catheter extension set and the peripherally inserted central catheter (PICC) line. This occurred during patient use. The patient tried to unscrew the extension set, and the set broke inside the catheter. There was no report of patient injury; however, the PICC line would be replaced. No additional information is available.